Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent or kinked. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. A power supply was attached to the pod in order to download the data. The download data from the pod contained no timeouts or drive stalls, however an 0x50 alarm had been generated, indicating that a timeout during saw calibration had occurred. Corrosion was observed on the pcb assembly and on the top and bottom batteries. Fluid path testing revealed a tear on the unexposed portion of the soft cannula 0.2055 inches from the nailhead which resulted in an internal leak. It could not be conclusively determined if this leak contributed to the reported event or contributed to the 0x50 alarm. The exact cause of the 0x50 alarm could not be determined.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 337 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.